Manufacturer narrative:
The complaint of a broken guidewire was confirmed and was found to be use-related. The returned products were two guidewires. Both guidewires appeared used. On was intact with sight mechanical deformation at the flexible tip. The other guidewire was broken and missing approximately 0.9cm from its distal tip. The core wire around the break site had unraveled. A segment of elongated outer coil wire was also returned, neither end of which contained a weld tip. The distal tip of the guidewire core wire exhibited a slightly tapered surface. The ends of the detached outer coil wire were also slightly tapered. The intact guidewire did not reveal any tensile weakness, indicating that the core wire had not been broken. The evidence from eval suggested that a tensile break occurred in the guidewire, resulting in detachment of the weld tip and subsequent unraveling of the outer coil. Based on the event description, this appeared to have occurred during initial guidewire insertion. Manipulation or retraction of the guidewire within the introducer needle can cause the flexible tip to unravel. The IFU states "if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire."

Event description:
On (B)(6) 2015, surgeon performed a cut down at bedside.

Event description:
As reported by the facility, the midline attempted to be placed in vein. The wire allegedly couldn't advance wire >2cm, so decided to remove needle, then wire. On attempted wire removal-resistance felt. Wire began to uncoil. X-ray taken, surgeon notified-surgeon removed wire at bedside. (B)(6) 2015 - surgeon performed a cut down at bedside.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.